Event description:
It was reported that, "registered nurse (rn) was called into trauma to set up belmont rapid infuser (model rapid infuser ri-2). First set of tubing had a manufacturing error and was "twisted" and could not be connected into belmont. Same issue occurred with second set of tubing. Third set of tubing was able to be connected into belmont, but after priming the tubing, the machine kept reporting a system error for temperature. Rn then took second belmont machine, connected new tubing, and primed the line. Rn then connected tubing to the patient, and belmont reported a system error stating that the pressure was too high. Rn check for any clamped lines, and for patency of the line. There were no clamps and line was patent. Belmont kept stating a system error for pressure so rn switched fluids and blood to the alaris pump per md orders".

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was not returned to belmont for evaluation. Per medsun user facility report # (B)(4), the date of the event is (B)(6) 2025 but the user facility did not inform belmont about this incident when it occured. We became aware of this incident on june 3rd, after receiving the medsun report therefore, reporting this now. Per medsun report, rn took second belmont machine, connected new tubing, and primed the line. Rn then connected tubing to the patient, and belmont reported a system error stating that the pressure was too high. Rn checked for any clamped lines, and for patency of the line. There were no clamps and line was patent. Belmont kept stating a system error for pressure so rn switched fluids and blood to the alaris pump per md orders. Belmont contacted the user facility on june 3rd, june 17th and july 2nd to collect additional information on the event and to check what was infused but we haven't any responses as of july 2nd. The user will lose the ability to utilize the device during the error. The error message generates to alert the user of the condition of the device with instructions to resolve the issue. In the event the issue cannot be resolved, another device or alternative methods can be used to continue infusion. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. A high-pressure alarm is generated to alert the user of the condition of the device. The operator manual states the following: "make certain that the flow path is not blocked. Check that the recirculate line is not obstructed. Check that the infusion site is well placed and use the appropriate infusion set recommended in the guide, match the infusion set to flow rate and fluid type on page 10. Increase pressure limit setting. Press next to silence the alarm and resume. Check functionality of the pressure transducer by gently pressing the transducer. Pressure reading on screen should change. If not, it is defective, service machine." Infusion of the patient can be continued by other means if the error persists. The step-by-step procedure in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3- spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The ri-2 involved in this incident was tested by the biomed on-site at the user facility along with the tubing, and did not find any issues or experience error messages. Without results of the device investigation, no conclusions can be drawn at this time. Belmont will continue to follow-up wih the user facility to gather additional details on the event. A follow-up report will be submitted once the investigation is complete and additional information becomes available

Manufacturer narrative:
It was determined that none of the disposable sets could be provided for investigation as they were not saved. No device malfunction could be confirmed on any of the disposable sets involved in the incident. The lot numbers of the disposable sets were unknown, therefore no investigation could be carried out into the lot history. Belmont contacted the user facility requesting device return and additional information on the event on the following dates- june 3rd, june 17th and july 2nd. The user facilty confirmed on july 8th that the disposable sets were discarded and the rapid infuser involved in the incident was tested on site by biomed for functionality and no errors could be replicated on the unit. No device malfunction could be verified, and the root cause of the reported error could not be determined. The device history for the unit was reviewed and no similar issues were identified. The complaint file may be reopened in the event additional information is provided for investigation. We will continue to monitor this type of incident closely and take further corrective and preventive action if required.